Event description:
The lay user/patient contacted lifescan alleging that the product was not powering on, which was unresolved with troubleshooting. The patient indicated that she felt flushed and had frequent urination 26 hours before the power issue began. The patient denied receiving any treatment due to the power issue. The product did not cause or contribute to an adverse event because, the patient developed the reported symptoms before the power issue began. The patient also did not receive any form of medical intervention. However, this complaint is being reported because, the power issue was unresolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.